Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer medwatch # (B)(4) reports the tip of the surgical scissors broke off during procedure. X-ray negative for retained foreign body. On (B)(6) 2016 customer reports removal of lifeport l chest being performed. Kub was needed to verify no retained foreign body (tip of scissor).

Manufacturer narrative:
On 6/30/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis: failure analysis cannot be performed based on the lack of information provided by the customer. The scissor was not returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: there is no applicable variance authorization / deviation history engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: there is no applicable corrective action preventive action history. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. The scissor was not returned for further evaluation.